Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate profile 425cc saline prostheses placed on an unknown date experienced several unexplained systemic symptoms post procedure. Lymphedema in the right arm and multiple unspecified health issues were stated. She consulted with a physician who believes the issues could be related to the implants, however, the root cause of the patient¿s symptoms is unclear. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02682 for contralateral prosthesis report.